Event description:
A customer contacted beckman coulter, inc. (Bci) regarding and elevated troponin (accu tni) result that was generated by the unicel dxi 800 access immunoassay system for a single pt sample. An initial accu tni result of 22.01 ng/ml was reported out of the lab. The original sample was re-centrifuged in the primary tube and then re-tested twice for accu-tni, and repeated results were 0.01ng/ml and 0.02ng/ml. The customer has confirmed no death, injury, or change to pt treatment was reported as a result of this event.

Manufacturer narrative:
Qc was within specifications prior to the event. Per customer, qc was not tested after the event. A system check performed in 2007 failed on one of its parameter. The specimen was a lithium heparin plasma type, collected in an ER. Per customer, sample was checked for fibrin and appeared clear. The specimen was sampled from the primary tube. Based on available info,the customer confirmed the erroneous result is specific to this one pt sample. A field service engineer (fse) was dispatched to the customer's lab: the fse performed verification testing and instrument passed with specification with no maintenance required. The fse verified the instrument performance per established procedures and results meet published performance specifications. On two days later, the customer called back with inquiries on sample handling and proper methods for re-centrifugation were discussed with customer. Although pre-analytical issues may affect the initial result, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.